Manufacturer narrative:
The waa connectivity and antenna failure questionnaire was reviewed for potential causes of the reported issue. Non-compliance to the IFU was identified as the patient placed the antenna directly on the skin. Per transmitter assembly instructions for use for freedom neurostimulation systems, 05-20915 rev. 8, "transmitter assembly skin contact - the transmitter assembly and wearable accessories must not be placed directly on the skin. Direct skin contact may cause irritation and/or sensitivity to the materials. The transmitter assembly must always be placed over a thin layer of clothing or material." The stimulator is used to treat pain. The cause of the redness and warmth under the antenna is due to non-compliance to the IFU as the patient placed the antenna directly on the skin (user error-patient). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in issues waa connectivity and antenna failure issues. Waa connectivity and antenna failure issues remain acceptably low; thus, a CAPA is not required at this time. Waa connectivity and antenna failure issues will continue to be tracked and trended.

Event description:
The patient reported redness and warmth under the antenna while using the device. However, the patient did not require medical intervention. The patient was provided new antennas, the programs on the transmitter assembly will be changed, and the patient was instructed to not wear the antenna directly on the skin. No further issues have been reported.